Event description:
It was reported that the ventricular lead exhibited low impedance. The lead was capped and replaced. The patient was in stable condition prior and after the event.

Manufacturer narrative:
(B)(4).